Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she recalled a past event that she had issues with low blood glucose levels. Customer stated the insulin pump had alarmed and she pushed every button on the device to stop the alarm and she might have accidently administered 19 units of insulin which caused her blood glucose to go low. Customer had previously mentioned that her max bolus was set to 10 units customer stated the plow had to be used so the emergency services could arrive at her home. Customer didn't recall her blood glucose level at the time of the incident and declined to give further information regarding the incident. Customer did state that she wasn't how she could have pressed the buttons. Customer is not returning the reservoir for analysis.